Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The procedure being performed as a posterior cervical fusion.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735771, serial/lot #: 1809, ubd: unknown, UDI#: unknown product ID: 9735788, serial/lot #: 17510017, ubd: unknown, UDI#: unknown. A manufacturer representative went to the site to test the (B)(6) navigation system. It was reported that the system underwent a comprehensive evaluation, including hardware, software, instruments, and a self-test. Hardware parts were replaced, although the work order did not specify which parts were replaced. A visual inspection of parts was conducted prior to installation. After the evaluation, the system was confirmed to be performing as intended. Codes b01, c13, d02 apply. The 9735788 uninterruptible power supply (ups) was returned to the manufacturer for evaluation. After visual, physical, and functional testing, the reported issue was not confirmed. The findings and conclusions indicated that the ups was tested with a known good battery for a 24-hour period and showed no issues. The ups was then unplugged from alternating current (ac) power and continued to run under battery power for the set 11.5 minutes before shutting down as programmed. The failure mode was determined to be "no fault found." The item was disposed of as scrap. Codes b01, c19, and d14 apply. ) the 9735771 battery was returned to the manufacturer for evaluation. After visual, physical, and functional testing, the reported issue was confirmed. The findings and conclusions indicated that the battery was tested (26.01v) with a known good uninterruptible power supply (ups) for a 24-hour period. During the 24-hour test, the ups shut down due to the battery overheating, thus causing no power. The failure mode was determined to be electrical, and the failure mechanism was determined to be no power. The item was disposed of as scrap. Codes b01, c02, d02 apply. A0902 is for camera cart blacked out. A05 is for localizer was not working. A0719 is for battery discharged fairly quickly on the camera cart after the unit was removed from wall power. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used for an unknown surgical procedure. It was reported that during surgery, the "localizer was not working and the camera cart blacked out." The site used another system to continue with surgery. Self-test status indicated that the camera cart uninterruptible power supply (ups) current was at 0 hz. The battery discharged fairly quickly on the camera cart after the unit was removed from wall power. The length of the delay was less than 1 hour. There was no impact on patient outcome.

Manufacturer narrative:
H2) please see section e. For the initial reporter correction. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.